Event description:
Information was received indicating that when using the cadd cassette reservoirs - flow stop the customer noticed it broke and the medical fluid leaked from it. There were no adverse events reported.